Manufacturer narrative:
The complaint was deemed as not confirmed, due to the lack of connectors to confirm the alleged product malfunction. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Due to the lack of the connection lines the use testing could not be performed to verify the cause of the complaint. However, distribution records were reviewed to identify potential lots shipped to the customer over the past three months. Batch records for the identified lots were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during treatment. During treatment the patient noticed fluid leaking from one of the two supply bag lines. The leak occurred where the tubing set and the supply bags connect. The patient was advised to contact her pd nurse, the set was made available for evaluation. During follow up, the patient reported he did not have any signs of infection. He was prescribed any antibiotics.